Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patients serious adverse events of cardiac arrest and death, as the patient was likely undergoing ccpd therapy when she expired. Despite the patients known cardiac history, the definitive cause of the patients cardiac arrest and death are unknown; therefore, causality cannot be established. However, the pdrn reported the events were unrelated to the patients utilization of any fresenius device(s) and/or product(s). The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Additionally, cardiovascular disease accounts for the most deaths among the esrd population. Based on the totality of the information available, the liberty select cycler cannot be excluded from having a possible causal or contributory role in the events. While there is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the events. The absence of causality, timeline, death certificate, esrd death notification, treatment record and a manufacturer evaluation of the suspect device precluded a more in-depth investigation. Therefore, the liberty select cycler cannot be disassociated from the serious adverse events the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.¿

Event description:
It was reported that a peritoneal dialysis (pd) patient was found expired in the morning. It was not indicated if the patient was receiving pd treatment when they expired. The patients pd registered nurse (pdrn) confirmed the patient expired on (B)(6) 2020 due to a cardiac arrest, cause unknown. The patient had a known cardiac history (e.g., hypertension, atherosclerosis), and was under the care of a cardiologist. The pdrn reported the patient recently received a diagnosis which was terminal, and declined any treatment (specifics not provided). Therefore, although the patient would have likely expired due to this decision, the patient was not expected to expire this rapidly. The pdrn stated the patient was found in the morning and had passed at some point during the night. Cardiopulmonary resuscitative (CPR) measures were not attempted, as the patient had expired several hours prior to discovery. The patient was pronounced at home and taken directly to the funeral home (no autopsy was performed). The pdrn reviewed the patients treatment record and found no alarms or issues occurred during the patients last ccpd treatment. The pdrn stated the events were unrelated to the patients utilization of any fresenius device(s) and/or product(s). Additional information (e.g., esrd death notification, complete medication list, death certificate, treatment data) was requested, however the patients electronic record was closed due to his expiration. The pdrn stated the status of the patients liberty select cycler return is unknown.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There was dried fluid within the cassette compartment. There were no particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A simulated treatment was initiated and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. No fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test and a valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the cycler found dried fluid under pump a and b mushroom heads, on the bottom cover behind the front panel, and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.